Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was bleeding from scarring tissues from previous surgery, had a hematoma, and the device had stopped working. Upon revision, a hole was found in the kink resistant tubing (krt) from the balloon where the connector had been attached. Therefore, the existing aus was removed, and the patient was sent to intensive therapy unit (itu). No additional patient complications were reported.